Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, b6, b7, d4, d10, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Notably, before the fse was dispatched, the fse conversed with the customer and instructed the customer to do safety disk leak test five times, without avail. Upon arrival, the fse powered device 'on' and the unit successfully completed all power-on self-tests. The fse connected known system trainer and balloon, and initiated auto-fill. The unit completed auto-fill and continued pumping for approximately 60 minutes without any alarms or abnormal functioning occurrence. In continuing troubleshooting, the fse discovered several 'augmentation below limit set' alarms and one 'leak in iab circuit' alarm. Ultimately, the fse was unable to reproduce the reported issue, and performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport to another facility, the cs300 intra-aortic balloon pump (iabp) was not working. It was later reported that the unit alarmed for iabp leak, with interruption in therapy and system on standby. The end user reported that all connections were checked and intact, no blood in helium tubing was observed, and no changes were made to site of insertion. Upon arrival to the other site and patient's new room, the unit initially communicated standby 9 minutes; however, upon switching to the other facility's iabp unit, standby was communicated as 13 minutes. The other site took over care and once transferred to their iabp unit, therapy was resumed without any leak alarms. No patient harm, serious injury or adverse event was reported.